Event description:
This pt was a long term care resident in the extended care unit in our hospital. His treatment included management of a left groin inguinal abscess that had been drained in the operating room. Local wound care had been applied to the area using wet to dry dressings for some time. A negative pressure wound therapy (npwt) machine had been applied on (B)(6) 2012. On (B)(6) 2012, he had an uneventful morning and had eaten breakfast with assistance and had his usual personal hygiene care performed. His nurse had been in the resident's room at approx 12 noon to administer medications. She observed him to be in no distress and noted no change in his condition. Approx 15 mins later, his certified nursing assistant (cna) entered his room to serve him lunch and he presented unresponsive and lying in a large pool of blood at the site of his left groin wound which was connected to a npwt. Ineffective resuscitation efforts were made and the resident was pronounced dead. Following the incident the coroner was contacted to inquire the need for autopsy. He gathered basic info and contacted the medical examiner. Following their conversation and review with other physicians, including wound specialists, he stated the consensus was there is an acceptable risk understood with use of npwt and any discussion of this would be subjective to physician experience and would not be answered by an autopsy, therefore one would not be needed. Also, on (B)(4) 2012, the event was reported to the (B)(4) - division of health care and was followed by an investigation, (B)(4) 2012. Following their investigation the (B)(4) found no deficiencies or breech in the standard of care provided. Because the death was sudden, unexpected, and equipment was involved in the care provided, the facility has voluntarily elected to report the incident to the FDA safety info and adverse event reporting program.